Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically cgm error 42, while using the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a complete reset of the pump, and after following these instructions, the error did not reappear. The customer was able to successfully start a new sensor session.